Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was of over 600 mg/dl. Customer¿s blood glucose level at the time of incidence was 530 mg/dl. Customer was treated with intravenous insulin for high blood glucose level. Customer experienced vomiting for high blood glucose level. Customer declined the troubleshooting for high blood glucose level. Customer reported that the insulin was automatically delivered by auto mode. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.